Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional devices involved.

Event description:
In 2004, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date these devices were explanted. The patient had continued aneurysm growth with a type ii endoleak. The patient had translumbar access of the sac for embolization, and injection of contrast showed an aortocaval fistula. Further investigation is being conducted.